Manufacturer narrative:
The event was reported to have occurred on an unreported date in late (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was not reported. It was reported that the patient was hospitalized and treated with a cephalosporin infusion (dose, route, duration and frequency were not reported) and an unspecified drug (intraperitoneal, dose, duration and frequency were not reported) for the event. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was ongoing. No additional information is available.